Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) in their sterrad nx sterilizer. There were three (3) dopplers in the load which were not recalled and released for use. There was no injury or harm associated with the issue. It was reported that the bi integrity was not checked per the IFU prior to use. This event is reported to the FDA for user error. Items from the load were released and used on a patient(s).

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
Additional information received from the customer confirmed that the load was not released and used on patients. Therefore, this is not considered to be a reportable complaint.